Event description:
It was reported that a bd¿ dosi-flow 10 had a foreign substance on the regulator line.

Manufacturer narrative:
H.6. Investigation summary: 13 samples were returned to leventon, lot number being (8 units 170146l, 1 unit 170906l, 1 unit 180223l, 1 unit 170429l, 2 units unknown lot number) visual inspection: leventon visually inspected all the samples and the following was found: 170146l: dirt at the body and tubing connection. 170906l: dirt at two different points of the tubing. 180223l: dirt at the connector's cap. 170429l: empty pouch. Unknown lot : two units with leak at the septum of the y-site. Archive of samples inspection: leventon visually inspected twenty five units from each affected lot kept at leventon's archives of samples, all units were free of defects. Device hisory record review: leventon reviewed the batch record of each affected lot number has been reviewed and no incidence similar to the one reported was detected in the controls done during the manufacturing process nor in the control done before the release of this product. Root cause: from investigation, leventon reported the following: returned samples lot 170146l, 170906l, 180223 and 170429l: the dirt found in the units from these lots has its origin in the adhesive used to assemble the flow regulator. The likely cause seems to be a leak in the feeding of the adhesive that reached the units being manufactured. A further inspection was conducted and it was seen that the incident occurred before the preventive maintenance plan. After the plan was executed no more problems with the adhesion feed were found. Returned sample lot 170429l: the defect is attributed to a random human error during the packaging process. Returned sample unknown lot: he leak in the septum of y-site of the two units with no lot number associated, was due to a human error. When the machine is stopped, the heating unit that seals the blisters does not lower its temperature and thus, the units placed above it are exposed to temperatures ranging from 180ºc to 200ºc for an excessive amount of time. This causes deformation of some of the flow regulator infusion set parts. Actions took to avoid this type of defects include the disposal of the units by production staff. Corrective actions: leventon has not provided actions due to them declaring the incident occurred before the annual maintenance plan, and no more incidents occurred. Therefore, no additional corrective or preventive actions were planned. Conclusion: 13 units were returned to leventon. From investigation, leventon reported the following: returned samples lot 170146l, 170906l, 180223 and 170429l: the dirt found in the units from these lots has its origin in the adhesive used to assemble the flow regulator. The likely cause seems to be a leak in the feeding of the adhesive that reached the units being manufactured. A further inspection was conducted and it was seen that the incident occurred before the preventive maintenance plan. After the plan was executed no more problems with the adhesion feed were found. Returned sample lot 170429l: the defect is attributed to a random human error during the packaging process. Returned sample unknown lot: the leak in the septum of y-site of the two units with no lot number associated, was due to a human error. When the machine is stopped, the heating unit that seals the blisters does not lower its temperature and thus, the units placed above it are exposed to temperatures ranging from 180ºc to 200ºc for an excessive amount of time. This causes deformation of some of the flow regulator infusion set parts. Actions took to avoid this type of defects include the disposal of the units by production staff.

Manufacturer narrative:
(B)(6). The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ dosi-flow 10 had a foreign substance on the regulator line.